Event description:
The device was applied during a total abdominal hysterectomy procedure. The staple line was incomplete. The surgeon used another instrument to complete the procedure. No pt injury reported.